Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not applicable. Sex/gender: unknown/ not applicable. Date of event: unknown, not applicable as no specific event was identified. Serial#: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; if explanted; give date: unknown/not provided. The device is not returning for evaluation, as the surgeon was not reporting for a specific intraocular lens; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device cannot be performed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had questions about tecnis iol. He is seeing rings on monofocals and wants to know if it was a manufacturing change. No other information was provided despite follow-ups.